Event description:
A customer reported encountering an error with their continuous glucose monitor (cgm), specifically a cgm error 42 with the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and after this procedure, the cgm error did not occur again, allowing the customer to successfully start a new sensor session.